Event description:
Event description guidant received information that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) and non-guidant pacing lead, programmed to aai, exhibited capture of the right ventricle.